Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent that are cleared in the us. The pro code and 510 k number for the e-luminex vascular stent are identified in d2 and g4. Manufacturing review: a review of the lot history records was performed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. Investigation summary: a physical sample was returned for evaluation, and the conversion tab was detached and missing. The stent was still loaded in the delivery catheter and could be deployed during deployment test by retraction at normal deployment forces. The investigation leads to confirmed results for detachment of the conversion tab and subsequent inability to deploy the stent is considered a cascading event. There was no indication of a manufacturing deficiency. Potential factors that could have led or contributed to the reported event have been evaluated and previous investigations reviewed. This type of event may be related to difficult patient anatomy / challenging placement site or use of inadequate accessories. A damage to the system caused during shipping, storage or during preparation for use can be a potential cause. On the returned sample, the conversion tab was detached and missing which could also be a potential for failure to deploy because it is supposed to hold the delivery system in place during deployment using the trigger. In this case, it was reported that a 6f introducer was used with a 0.035" guidewire for access, the tracking vessel was not calcified, and it is not known if pre-dilation was performed. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding general warning, the IFU states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit" and "visually inspect the e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Regarding accessories, the IFU states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent stent placement procedure using e-luminexx vascular stent via femoral artery. During the procedure, the stent allegedly failed to deploy. There was no reported patient injury.